Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Troubleshooting with tandem technical support was performed. Reportedly, upon plugging the pump, the pump screen turned on displaying the unlock screen. However, when tapping the 123 code, the touchscreen would not respond and the pump was unable to be unlocked. Customer's blood glucose levels was 128 mg/dl. The customer reported that a backup pump would continue to be used for insulin therapy.